Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The surgical valve was reported in medwatch 2025587-2018-01177. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into an existing medtronic aortic root bioprosthesis with severe central aortic regurgitation (ar), vascular access was challenging due to stents in both the left and right iliac arteries that extended down into the common femoral arteries. Resistance was noted when inserting and advancing the dilators and sheath. No larger than a 4 french pigtail catheter could be inserted into the left side. The right side was deemed adequate, but had to be dilated extensively to accommodate a 14 french sheath. The 14 french non-medtronic sheath was inserted during device preparation and then removed to introduce the delivery catheter system using the inline sheath. Deployment was attempted, but the valve was recaptured three times for repositioning. After the third failed attempt, the valve was removed from the patient and not implanted. Subsequently, a second valve and second delivery catheter system (dcs) were prepped and inserted. The valve was deployed and recaptured twice due to repositioning. The third deployment attempt was successful and the valve was implanted. Hemodynamics started to improve, including the diastolic pressure. Trace paravalvular leak (pvl) was noted. As the dcs was removed from the right femoral access site, the patient's blood pressure dropped. An angiogram showed a perforation in the right external iliac artery. A balloon was inserted to tamponade the bleeding. Vascular surgeons were consulted and an 8 x 59 mm non-medtronic covered stent was placed. Angiography was performed, but the stent appeared pinched closed by one of the previous stents and was trapped in a way that would not allow anything to pass, while still filling the perforation. A non-medtronic balloon was inserted in the left side and inflated to occlude blood flow in the aorta. Attempts were made for more than one hour to get through or around the pinched stent on the right. Finally, a balloon was inserted in the stent causing the constraint. Once inflated, the balloon was used to pull back and drag the initial stent proximally, which freed the other stent allowing a balloon to fit inside of it. A second non-medtronic stent was then placed. A final angiogram showed the perforation appeared to be controlled and flow was restored to the right external iliac and common femoral artery. Doppler ultrasound of the foot showed a good pulse. Both access sites were closed. Per the physician, the cause of the injury was not known. The implant procedure was performed emergently with no computed tomography (CT) imaging. No additional adverse patient effects related to the device were reported.

Manufacturer narrative:
Additional information was received that an autopsy was not performed. The cause of death is hemorrhage related to the dcs rupturing the iliac artery. If information is provided in the future, a supplemental report will be issued.